Manufacturer narrative:
The malfunctioning device will be returned to vygon for evaluation as part of the complaint investigation. The results of this investigation are pending and will be communicated to FDA within 30 days of its conclusion via follow up MDR.

Event description:
PICC line insertion - guard wire separated from the hub of guidwire and wire sticking out of catheter. Guard wire required mosquito instrutment to remove.